Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed; however, testing confirmed intermittent responses to all button presses. When the keypad was removed there was evidence of adhesive/contamination found under the key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that all keypad buttons had to be pressed multiple times for a response. There was no reported patient impact associated with this complaint.